Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg + b) on a cobas e 402 analytical unit. The initial result was 648 miu/ml. The dr. Questioned this result. On (B)(6) 2026, the sample was repeated twice with results of 6428 miu/ml and 6333 miu/ml. The repeat results were believed to be correct.